Manufacturer narrative:
Describe event or problem, corrected data: it was reported by the physician that the cause of the infection was unknown and there was no known trauma or manipulation to the vns site.

Event description:
It was reported by the physician that the cause of the infection was unknown and there was no known trauma or manipulation to the vns site.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient¿s generator was explanted due to an infection. The explant occurred approximately 20 months after the generator was implanted. The manufacturer's device history records for the patient's generator and lead were reviewed. Sterility of products prior to release was verified. No unresolved non-conformances were found. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.